Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pistion was not functional. Customer reported the piston did not touch the reservoir. Customer declined to troubleshoot. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.